Event description:
Information received indicates the siderail cable is cut and exposing bare wiring. No injury.

Manufacturer narrative:
The technician replaced the siderail cable and caregiver control to repair the bed.